Event description:
It was reported that customer experienced continuous glucose monitoring error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to reset pump, completed pump reset, confirmed error did not recur, and successfully started new sensor session, with no additional information provided regarding any further outcome.